Event description:
On (B)(6) an amazon customer commented that the product was false negative: customer said that user tested with this test to a family member and the family member was actually covid positive but the test showed as negative. The customer was unsure if some tests are more sensitive than others because the other brand tests showed him as positive. Also the swab is weird and small, which makes them convenient to use. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.